Event description:
A malfunction alarm labeled malf 19 was reported, and fault ID 19-0x208a was available. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was advised to switch to an alternate insulin delivery method known as mdi while awaiting a replacement pump, which was sent by technical support. Instructions for returning the problematic pump were provided, including details on storage mode and using ups with a pre-paid label. Customer understood the guidance and acknowledged the steps for replacement and return.